Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the estimated longevity of the battery of this pacemaker decreased by four years in an unspecified period. Premature battery depletion was suspected. A copy of device memory was preserved and submitted for analysis. Engineering analysis confirmed that the device was depleting prematurely. A boston scientific technical services (ts) consultant recommended device replacement. The device was explanted and returned for analysis.

Event description:
This report is being filed to submit the results of device analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.